Manufacturer narrative:
The device/ data logs was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery despite the internal battery still have some charge remaining. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for evaluation. Review of the device data logs confirmed the reported battery alarms, but did not confirm the device shutting down. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported battery alarms were most likely due to a software issue; the reported device shutting down was user induced. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed low and critically low battery and powered down unexpectedly while using its internal battery despite the internal battery still have some charge remaining. There was no patient injury reported as a result of this incident.